Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Six (6) attempts have been made by three (3) phone calls and three (3) emails to obtain; patients treatment settings, patients information, patients photos. No information has been provided by the user facility. Lumenis has not been contracted to service the subject device, therefore no examination of the subject device occurred. Although no information was provided by the user facility about the service history of the device which was installed on jul-04, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the patient sustained a permanent impairment, the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that 2-3 patients sustained a burn of unknown severity to unknown body parts following treatment with a lumenis lightsheer xc. No report of serious injury or medical intervention has been received except for the initial report from the user facility. This complaint represents all patient as no information was received by the user facility.